Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, failed to login and fingerprint scanner took long time to scan. Station showed disconnected icon mode and tried to login in another device, but issue still remain the same. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 02-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where the user failed to login, unable to be authenticated and fingerprint scanner took too long to scan. A field service engineer (fse) replaced the biometric identifier due to multiple issues and confirmed that the nurse was able to login without issue. The system functioned as intended after the field service engineer repaired the device.